Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette after ending their pd treatment. The patient stated that the cassette that caused the leak, not the bag of solution. The patient stated that they had taken out the cassette, set it on the floor and noticed that the cassette was cracked in the back and caused the bag to leak out. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis using the cycler. The patient is continuing with peritoneal dialysis on their cycler without issue and without reoccurrence of the reported event. The cassette was discarded and not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette after ending their pd treatment. The patient stated that the cassette caused the leak, not the bag of solution. The patient stated that they had taken out the cassette, set it on the floor and noticed that the cassette was cracked in the back and caused the bag to leak out. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or require medical intervention. The patient stated that the crack was on the rubbery membrane of the cassette. The fluid leak was observed from the cracked part of the cassette. The patient stated that there was no fluid leak observed in the cassette compartment. The patient stated that he saw the spilt after completing treatment. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis using the cycler. The patient is continuing with peritoneal dialysis on their cycler without issue and without reoccurrence of the reported event. The cassette was discarded and not available to be returned to the manufacturer for physical evaluation

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.